Event description:
It was reported that the right atrial (ra) lead was found to be fractured when the pacemaker was being explanted due to normal battery depletion. It was suspected the damage was caused by lead entrapment in the clavicle/first-rib region. As a result, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Only the proximal segment of this lead was returned measuring 162 millimeters. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the right atrial (ra) lead was found to be fractured when the pacemaker was being explanted due to normal battery depletion. It was suspected the damage was caused by lead entrapment in the clavicle/first-rib region. As a result, this ra lead was explanted and replaced. No additional adverse patient effects were reported.